Manufacturer narrative:
Pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 473 mg/dl. The cause of the bg level is unknown. However, the user suspended insulin deliveries in the middle of the night and did not resume insulin for more than 2 hours resulting in a valid resume pump alarm. At the time of report, the user's bg level was 400 mg/dl. The user resumed insulin delivery and addressed bg level with a bolus. A follow up with the user confirmed that their bg level lowered to 345 mg/dl.